Event description:
Report received of an overdelivery. During testing by the biomedical engineer at the user facility, the device delivered a measured volume of 526 ml instead of the expected 500 ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of adverse events while the device was in clinical use. Though requested, no add'l info was provided. The customer reported there was no pt involvement.